Manufacturer narrative:
(B)(4): evaluation: method - lens work order search. Results - lens was not returned for evaluation. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, the specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens into the pt's left eye. The lens tore while being inserted into the eye. The lens was removed with no pt injury. The incision was not enlarged and no suture was needed. Backup lens, same model and size was implanted. No lot numbers were provided.